Manufacturer narrative:
(B)(4). The support engineer (se) troubleshot the issue with the customer over the phone. The customer was advised to replace the keyboard. The customer informed covidien, now medtronic, that the graphic user interface (gui) printed circuit board (pcb) was replaced, which resolved the issue.

Event description:
Report received that, during patient use, there was a device alert. The patient was removed from the ventilator. No harm to the patient as a result of the event.